Event description:
It was reported a crack was observed on a minicap and subsequently leaked iodine. The event occurred while connected to an unspecified transfer set. The event occurred prior to peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph, showed a crack on the minicap while connected to a transfer set. The crack was noted on the rim of the minicap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.